Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse found the track motor powered down and not starting. The cse also found a missing 24v component from the safety circuit due to an issue with the utility encloser. The utility encloser was replaced and the snap input/output (I/o) was reset. Siemens determined that the cause of the short circuits was the incorrect replacement of the 2nd relay in the 3 phase ac circuit of the motor starter assembly. Each phase (i.e. L1, l2, l3) must be connected to the same contact pair as illustrated in the guidance documents. In this case, the connections to the relay are crossed so that l1 would be connected to l2 when the contact pair closed. This represents a short circuit that disabled the current protection system in circuit. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported sparks coming from their advia labcell instrument. A previously replaced relay was replaced which tripped the circuit breaker for the lab. There were no known reports of patient intervention or adverse health consequences due to the event.